Manufacturer narrative:
The endowrist stapler 45 reload and endowrist stapler 45 instrument have not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the intra-operative injury cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted lar procedure, after transection of the patient's rectal stump with an endowrist stapler 45 instrument and unspecified stapler reload installed, the patient's rectal stump was observed to be falling apart requiring the surgeon to create a distal staple line to resolve the issue. It is unknown what caused the patient's tissue to fall apart.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, performed on an unspecified date, after the endowrist stapler 45 instrument with an unspecified stapler reload installed was fired across the patient's rectal stump, the surgeon observed that the patient's rectal stump was falling apart and the formation of the staples were not were not fully formed. Reportedly, there were no error codes or error messages generated when the reported issue occurred. The integrity of the patient's tissue was fine and the patient had not undergone any previous radiation therapy. The surgeon performed another transection more distal on the patient's rectal stump using the same stapler 45 instrument and a replacement stapler reload of an unspecified type to resolve the reported issue. No other information was provided.